Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported that a spo2 drop out resulted in a patient incident. The spo2 parameter failed to measure intermittently with alarm spo2 disconnected 'inop' present. The device was used for patient monitoring at the time of the alleged malfunction. A adverse event involving a patient or user was reported. Additional information requested, however not available at time of report.

Event description:
The customer reported that a spo2 drop out resulted in a patient incident. The spo2 parameter failed to measure intermittently with alarm spo2 disconnected 'inop' present. The device was used for patient monitoring at the time of the alleged malfunction. A adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. The product associated with the reported event was requested but the device was not returned, therefore no evaluation/analysis could be performed. As evaluation/analysis was unable to be performed, the cause of the event could not be determined. It is unknown how this issue was resolved. Multiple good faith efforts attempt were made to obtain additional information but was unsuccessful to date. If additional information is later obtained, the complaint will be reopened.